Event description:
Medtronic legal received information on april 1, 2022 regarding customer that was allegedly hospitalized due to high blood glucose and diabetic ketoacidosis on the following dates: (B)(6) 2017, (B)(6) 2018 and on unknown date. Customer experienced symptoms such as nausea, vomiting, abdominal pain. Reporter alleges that the use of one insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. Reporter alleged that the insulin pump was under/over delivering. The device will not be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.